Event description:
It was reported that stent jumping occurred, requiring placement of additional stent. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right common iliac artery. An 8x100x75 epic vascular self-expanding stent was selected for treatment. However, during the procedure, it was noted that stent was deployed to central side of the common iliac artery. The stent was not removed, and the procedure was completed by placing an additional stent. There were no patient complications as a result of this event.